Event description:
On 5/25/95 an aus device was implanted. On 12/7/95 the balloon was revised. On 9/10/96 a tandem cuff was implanted due to recurring incontinence. No components were removed or replaced.